Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss of over one hour occurred for the transmittr with serial number (B)(6). The product was evaluated. An external visual inspection was performed and passed. Pairing test was performed and failed. Share logs were provided. However, the data received reflected the transmitter with the serial number (B)(6). A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.